Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis could not confirm, nor replicate the reported customer complaint item will not register on robot.¿ the instrument was placed and drive on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument also passed grip management testing successfully. There were no recognition failures observed during log review. However, the instrument was found to have engagement failures based on log review. The instrument failed the clip testing as the clip did not properly close on to the tubing. A bent grip was also identified. There was also damage found near the base of the clip groove, which caused a 0.061" offset at the tips. As a result, the clip could not be properly loaded on the grips. This type of failure - bent grip tip, is typically associated with mishandling, such as applying excessive force to the grips during clip installation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument failed to securely clamp the clip for the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer clarifying the initial complaint: ¿the issue is actually: item will not register on robot.